Event description:
Arterial sheath removed using manual pressure and syvek patch, femstop in place over fingers to prevent uncontrollable bleeding. Noted sheath was broken, with part of sheath in groin.